Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "white part" of the bd nexiva¿ closed IV catheter system detached during use while holding the wings and removing the needle from the patient. Both the broken piece and needle remained in the patient's arm, and the broken piece had to be removed first in order to successfully pull out the needle. As the IV had "blown", a new one had to be inserted and the patient had to be restuck. The following information was provided by the initial reporter: "IV was placed in around 2 year old patient. When pulling the white part and holding the "wings" the white part detached while the needle stayed in arm. I pulled the grey part out to try to get the needle out. Needle came out after manipulating grey. IV had blown. Had to restick patient".

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used nexiva 24ga unit without packaging from material number 383511, from lot number 9111494. The unit consisted of the grey tip shield with an attached bent needle and a white grip. In addition, one photograph was submitted which reveal similarities to that of the returned unit. Through the visual/microscopic evaluation, the returned sample displayed the needle had been detached out of the white grip. The needle had been bent. The wings were not returned for investigation. The reported issue of the stylet difficult to remove was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the white grip being detached from the tip shield. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the "white part" of the bd nexiva¿ closed IV catheter system detached during use while holding the wings and removing the needle from the patient. Both the broken piece and needle remained in the patient's arm, and the broken piece had to be removed first in order to successfully pull out the needle. As the IV had "blown", a new one had to be inserted and the patient had to be restuck. The following information was provided by the initial reporter: "IV was placed in around 2 year old patient. When pulling the white part and holding the "wings" the white part detached while the needle stayed in arm. I pulled the grey part out to try to get the needle out. Needle came out after manipulating grey. IV had blown. Had to restick patient".